Event description:
Nurse reported via phone call that the customer experienced high blood glucose of 405 mg/dl. It was also stated that the customer took a shower with the meter and it has moisture damage. The customer declined to troubleshoot for high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.